Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l53l5t. The analysis results found that the ats45 device was received with the clamping mechanism damaged. A 6r45b cartridge was loaded in the device unfired and in good visual conditions. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that the customer returned two additional devices with the original complaint. The sales rep was unable to obtain any information from the customer as to why these two additional devices were returned.